Event description:
The customer contact reported that the male end of pca tubing set broke off into an unknown maintenance tubing valve. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. No additional information was provided. The device was not returned for testing. Since no sample, pictures, or videos were provided for examination, hospira was unable to evaluate it as part of a comprehensive failure investigation. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices, which resulted in leaks, cracks, and general connections events. According to investigation findings, the reported event was related to the design.